Event description:
It was reported that the catheter was inserted and then extracted the following month. The inspection results of both blood sample and catheter showed the candida albicans infection.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.